Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a farawave catheter was prepared without any apparent issues during manual flushing. The catheter was then attached to a non boston scientific pump, flushed at 17 ml/min, then switched to 2 ml/min prior to insertion and for the remainder of the procedure. Visual dripping from the catheter end was observed prior to insertion into the body. The catheter was used for a pulmonary vein isolation (pvi), and while finishing the final few therapy deliveries anterior to the right pulmonary veins, the pump began to beep giving the "occl" error. The error was cleared and the pump was able to continue 2 ml/min flow, so the last few therapy deliveries were completed, and the catheter was removed from the patient. The catheter was still visibly dripping as usual. The physician disconnected the pump tubing from the catheter, and in doing so, the flush port easily broke loose off the end of the catheter. The farapulse procedure had already been completed and was a new catheter was not needed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.